Event description:
It was reported that this right ventricular (rv) lead placement was contributing to premature ventricular contractions. Physician determined that ventricular pacing was not needed and decided to remove this lead. No additional adverse patient effects were reported.